Event description:
Boston scientific received information that the non-pacer dependent patient with this device system was presented with a syncopal episode. Upon further review, a message displaying 'check right ventricular (rv) lead' was displayed. R-wave measurements had increased from 1.7mv to 4.1mv. All other lead measurements were within acceptable limits and no noise was observed. Technical services was consulted and discussed recommendations. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.